Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to an electrically leaky filter, designator fl9 from the analog pcb assembly. The leaky filter caused the internal hlc batteries to become depleted and hlc battery bt2 had become damaged due to a previous depletion.

Event description:
The customer initially reported that their device was showing its attention and charge-pak icons. After an evaluation of the device by physio-control, it was observed that the device did not have sufficient power available to remain powered on. There was no patient use associated with the reported issue.